Event description:
During preventative maintenance of the device, the field service representative reported that the unit was not making ice. Since the event occurred during preventative maintenance, there was no patient involvement.